Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer got his old insulin pump replaced recently due to damage and received a loaner insulin pump. It was reported that the buttons on the insulin pump were stuck during a bolus attempt. The customer removed the battery and did a restart. The device started functioning but later that evening it alarmed button error. It was advised that the customer discontinue the use of the device and revert to a back a plan. Customer's mother was advised that information was forwarded to the local office to arrange the replacement of the insulin pump.